Event description:
It was reported that the device was at elective replacement indicator status. It was determined at that time, the patient did not require a pacing system. The device was removed and the leads were capped. The patient developed syncope and was found to be in complete heart block; subsequently, approximately three weeks later, a new device was implanted and the capped leads were re-used. The patient then developed a hematoma that required evacuation. It was also reported that after the evacuation there was a possible infection and failure to heal. The new device and leads were extracted. A replacement device and new leads were implanted approximately three days later. No further patient complications have been reported as a result of this event. It was reported the patient was doing well.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.